Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 8779792) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be advanced further. The physician retracted the stent and observed that the delivery wire broke and the stent component remained in the microcatheter. The physician removed both devices from the patient¿s anatomy and replaced them to complete the procedure, which was reportedly prolonged by approximately 20-minutes. There was no report of any negative patient impact. On 02-jul-2024, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. The delivery wire did not break into two pieces. When the stent component was removed from the patient, it was no longer on the delivery wire. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another prowler select plus (606s255x). The additional information confirmed there was no negative patient impact. The physician did not consider the 20-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8779792. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the delivery wire was observed missing from the unit. The stent component was not attached to the delivery wire, and the introducer was not returned for evaluation. The distal end of the delivery wire and stent components were found inside the concomitant microcatheter. Microscopic inspection was performed on the stent, and it was observed to be in good condition. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, and no kinks). In addition, the stent was observed fully expanded with both ends observed to be completely flared. The issue reported in the complaint regarding the stent being impeded in the distal end of the microcatheter could not be evaluated through a functional test; the broken condition of the delivery wire prevents the ability to move forward the delivery system and perform the proper functional analysis. However, the reported issues can be confirmed based on such damage, which suggests that the device was subjected to certain manipulation in an attempt to overcome the difficulties experienced that could also have caused the delivery wire to be broken during use. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the manufacture of the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8779792. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.